Event description:
Ous MDR - after an implantation period of approx. 112 months it was reported, that the shock impedance was higher than 150 ohm. The lead was explanted and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data was inspected including the shock impedance trend curve from the period between (B)(6) 2017 and (B)(6) 2018. As reported in the complaint text, the shock impedance suddenly increased from initially 75 ohms to 150 ohms in (B)(6) 2018. Furthermore the provided iegm showed artefacts on the farfield channel. The root cause of the observed behavior could not be determined based on the available information. Should additional information or the device itself become available for analysis, the investigation will be updated.